Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose level was 303 mg/dl. The customer reverted to an alternate method in insulin therapy.